Manufacturer narrative:
Technical support instructed the account to replaced the hi/low drive brake assembly. The accounts maintenance stated that he cleaned the hi/low drive brake assembly again to repair the bed.

Event description:
The account alleged the hi/low is drifting on the bed. He stated that he has already cleaned the hi/low drive brake.